Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 345 mg/dl and 84 mg/dl within 10 minutes. All tests were performed on the fingers. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer reported performing a control solution test and the meter was found to be within specifications.